Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the inner shaft, it was revealed that the proximal knob had sheared and separated from the inner shaft. Analysis of the shear face revealed that the face was smooth and clean, suggesting a sudden fracture due to stress. Upon review of the inserter, it was observed that the portion beyond the handle of the inserter was cut. It was reported that the inserter was cut because the inserter inner shaft could not be unthreaded from the cage after the knob broke intra-operatively. The surgeon could not remove the cage as there was a risk of striking the nerve. However, because the inserter was cut, metal shavings were dispersed, and it is likely that some of the shavings remain in the patient.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during a surgery the inserter and inner shaft were damaged during impaction. Damage caused to the inserter might have resulted in disposition of metal shavings insitu. Surgery took place on (B)(6) 2018. (Related to 3004774118-2018-00102)